Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number 1627487-2024-00086. It was reported the patient's leads had migrated. As such, surgical intervention may occur to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had one lead explanted and replaced to address the issue. The other lead was attempted to be revised, however, would not pull out duet to patient anatomy. As such, the lead was left in place.